Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a " non-disposable pump won't run" message and error codes 1261, 1870, and 1320 that affected multiple patients including two drug study cases. There was an interruption of infusion administration of medication in multiple patients during a 2-3 week time period. There were no reported adverse events.